Manufacturer narrative:
Implanted date: device was not implanted. Explanted date: device was not explanted. 510(k) - k130520. The actual device was returned for evaluation. Visual inspection upon receipt did not find any anomaly, such as a break, on the venous filter, which is the component complained by the customer. Subsequently, the actual sample was compared with the current product for the state of the bottom section of the venous filter and confirmed to be equivalent. Immediately after the inspection, the venous filter was carefully taken out of the hard-shell reservoir and compared with the current product for the state of the shape of the bottom section and confirmed to be equivalent. There was no anomaly in the state of the tubes. The actual venous filter sample was subjected to the dimensional inspection and verified to meet the manufacturer specification. Based on the provided information and investigation results, there is no definitive evidence that this event was related to a device defect or malfunction. The investigation results verified the returned sample was of the normal product. The exact cause of the reported event cannot be definitively determined based on the available information. Terumo medical products (tmp) (importer) registration no. 2243441 is submitting this report on behalf of ashitaka factory of terumo corporation (manufacturer) registration no. 9681834. Exemption number e2015022.

Event description:
The user facility reported that during setting up they noticed the long filter inside the reservoir was crumpled and not as usual which is normally straight. The perfusionist decided to change the oxygenator before they primed it as they were worried it may cause unwanted turbulence during usage. There was no patient involved.